Event description:
It was reported that the patient was not able to charge past 50% full and was experiencing "intermittent loss of symptom control." It was noted that the patient had "full coupling bars" and no known overdischarge of the device. The amplitude was 3.7 volts. The manufacturing representative tried recharging the device several different times, the longest session lasting 3 hours, but only a 50% charge was obtained. It was noted that the manufacturing representative would try charging 4 hours to achieve 75%. The manufacturing representative also stated that the "battery was turning off and on." Normal impedance measurements were reported. It was further noted that the patient had their recharger replaced in (B)(6) 2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4), implanted: (B)(6) 2010. Product type: programmer, patient: product ID 3387-40, lot# j0125631v, implanted: (B)(6) 2004. Product type: lead: product ID 3387-40, lot# j0125631v, implanted: (B)(6) 2004. Product type: lead. (B)(4).

Event description:
Additional information received reported that the event was due to a coupling issue that was corrected with further education of charging with recharger as well as coupling with an adhesive disc.